Manufacturer narrative:
(B)(4). The ge healthcare service representative performed a checkout of the system and found the "acb fail' power fail, battery fail" message in error log. He found loose cable connections and re-seated them to resolve the reported issue.

Event description:
The hospital reported that, unit had an internal problem. There was no reported patient involvement.